Event description:
Reportedly, device was explanted at implant due to aortic regurgitation and replaced by the same model device. Per the cer: magna 3000j23 was implanted for aortic valve replacement to correct aortic stenosis regurgitation on (B)(6) 2010. Magna sizer was used and it was a supra-annular placement. Patient had a complication of atrial fibrillation and coronary artery disease. Maze, left atrium thrombectomy and left atrium placation were also performed. After weaning off the heart-lung machine, vt and vf were observed and level ii aortic regurgitation was confirmed on tee. It seemed that the jet was observed from near the inside of the stent post to left ventricle; however, it was vertical and difficult to determine. Customer thought it could be a paravalvular leakage and reconnected to the heart-lung machine. Customer added one more stitch on the sewing ring but level ii aortic regurgitation, vt and vf were still observed. Magna 3000j23 was explanted and a magna 3000j21 was implanted as a replacement. Aortic regurgitation was not observed and vt and vf disappeared. Customer would like to know the possible cause of the aortic regurgitation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Device is to be returned for evaluation. No electronic copy of the echo tee is available. Only one still image was provided from the echo tee which is insufficient information for our consultant to comment on. 07/07/2010 requested additional information from the surgeon. Per the surgeon's response, "it does not seem there was any defect on the leaflets of the explanted valve as far as seen at the macro level. Please let us know the investigation results at the micro level." Customer letter will be provided at the conclusion of the evaluation process. Device is en route to edwards for evaluation but has not been received as of 07/21/2010. Device not returned.

Manufacturer narrative:
Evaluation summary: the sewing fabric and the sewing ring is cut along of leaflet 1. No other inconsistencies were detected. Device was sent to (B)(4) for functional testing. On 09/24/2010, research and development completed the functional test and concluded with the following: " this valve was reportedly explanted at implant due to "aortic regurgitation'. No echocardiography recording was provided, thus the 'aortic regurgitation" and behavior of the valve observed in vivo cannot be confirmed. As-received, edwards standardized in vitro testing shows significant non-central leakage though the sewing ring and stent assembly areas of the valve. This is typical for this type of bioprosthesis and should reduce to a negligible level shortly after the effect of heparin is reversed during the initial operation. It is possible that the in vivo regurgitation reported is this typical initial leakage through the stent assembly. Reduction of the initial leakage was confirmed by subsequent testing of the valve after sealing. The sealed total regurgitant fraction is more than 2 times lower than the 10% maximum allowed per iso(B)(4) for this size valve. These results indicate that the leakage reported in vivo was probably through the stent, and would probably have resolved after the reversal of heparin. Nevertheless, due to the exposure of the valve to blood and formalin, the results from in vitro tests may be different from the observed behavior of the valve in vivo.